Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the instrument had a grip pin missing from the grips. The missing pin caused the grips to separate from the pulley and distal clevis. The root cause is attribute to manufacturing. No image or procedure video was provided for review. A review of the instrument log for the prograsp forceps instrument (471093-11/k11210628 0029) associated with this event has been performed. Per logs, the instrument was last used in a procedure on (B)(6) 2022 on system sk3773. The alleged instrument had 2 uses remaining after the last procedural use. This complaint is being reported based on the following conclusion: failure analysis confirmed the instrument's grip pin was missing. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the prograsp forceps instrument was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.